Manufacturer narrative:
(B)(4). Batch# r9515u. Date of event: date of event is unknown. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Additional information was requested but not received. Is the white tissue pad completely missing from the clamp arm of the device? Did the patient experience any adverse consequences due to this issue?

Event description:
It was reported that the device was connected and in use when the scrub nurse noticed charring to the pad and once removed and examined, it was noted that the white pad had become detached from the jaws. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Additional information: the white tissue pad had not completely been removed but has come away from the jaws and half lifted. No adverse effects were caused to the patient. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.